Event description:
The user facility reported the following incident: the tubing came apart above the three-way stopcock, leading to a csf leak. The incident occurred six days after the set placement. The drainage bag was changed in 2007 in ICU. No patient injury was reported.

Manufacturer narrative:
Additional information has been requested from the user facility. To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.